Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed fault 08 (motor controller fault detected)" was confirmed during the functional testing and the archive data review. The root cause for the reported fault was due to the damaged drive train motor and damaged motor controller board as a result of wear and tear of the platform. The reported complaint of "the autopulse platform displayed user advisory (ua) 02 (compression tracking error) error message" was confirmed in the archive data review but not during the functional testing. Upon visual inspection, unrelated to the reported complaint, observed damage on the head restraint wire and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The root cause for the physical damage and the encoder drive shaft problem was due to normal wear and tear of the platform. The top cover needs to be replaced to remedy the physical damage and the clutch plate needs to be deburred to remedy the encoder drive shaft problem. The autopulse platform is a reusable device and was manufactured in march, 2013 and is 6 years old, passed the expected service life of five years. Therefore, this type of problem found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to fault 08 (motor controller fault detected) displayed upon powering on. The archive data review showed occurrence of fault 08 and ua 02 on the customer reported complaint date. The drive train motor and the motor controller board needs to be replaced to remedy the fault 08. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) reported on (B)(6) 2015 and the drive train motor was replaced.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) and fault 08 (motor controller fault detected) after performing compressions for about 8 minutes. No patient involvement.